Event description:
It was reported that the pump had a system failure background self test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was counterfeit. Unable to duplicate background self test timeout during power up process. Error history log review found a background self test timeout error. The root cause of the reported issue was unable to determined. No physical damaged or contamination was found on the main board. Actions were taken to mitigate the reported issue: replaced main board for preventive. Performed power up process and all functional test on the device which passed.